Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0nh66, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Rep said the hcp called them the morning of initial report and said the patient had an MRI of their back, and because so,the hcp thought they need to replace the lead. The caller said the hcp did not report any issue or adverse event as a result of the MRI. MRI information and considerations moving forward were reviewed. The caller plans to meet with the patient to interrogate the device and ensure it is functioning normally. Additional information received from a manufacturer representative (rep) who confirmed the information with the healthcare provider (hcp). It is unknown when the issue was first noticed by the patient. Rep further said they met with the patient and determined the ins has reached end of service (eos), but they couldn't check the lead to see if there were impedance issues. The lead will be interrogated intraoperatively at the ins replacement surgery. When asked what were the circumstances that led to the hcp thinking they needed to replace the lead and if a cause was determined, the rep said the hcp didn't know if they would need to replace the lead by the MRI; this information conflicts with what was previously reported. Additional information received from a manufacturer representative (rep) who confirmed the information with the healthcare provider (hcp). Replacement surgery for the ins has been scheduled for (B)(6) 2018. No patient symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) indicating that the patient had cancelled the surgery and had moved out of the territory to an unknown location. The cause of the device issue remained unknown. No further complications were reported.